Event description:
During the pfa procedure, after the transeptal puncture, the physician drew back on the syringe and noticed air introduction into the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.